Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer alleged the issue had been resolved and declined further troubleshooting with tandem technical support. There was no adverse impact to the customer¿s blood glucose level.